Event description:
Using guidewire for procedure. End broke off in kidney. Required open surgery to retrieve. Kidney was entered through the calyx of the lower pole in the process of dilating the tract to establish the nephrostomy at insertion of the scope for removal of the calculi. The guiding wire broke and the tract was lost. Elected to proceed with the pyelolithotomy.